Event description:
Approximately five months post-operative the patient noted an audible noise as patient attempted to straighten up while sitting in wheelchair. It was later discovered via x-ray that the bottom part of the rod appeared to be out of the connector on both sides of the construct. Note: the surgeon has opted not to reoperate since the patient's pelvis is balanced and patient feels ok.